Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 389033, lot# j0546374v, implanted: (B)(6) 2008, product type: lead. Product ID: 389033 lot# v000271, implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported the patient was having their implantable neurostimulator (ins) moved to their right side. Additional information received reported the patient¿s ins was moved from above their right buttock to their abdomen. The reporter stated the ins was moved because the patient stated the ins was very uncomfortable where it was. It was noted the patient and their healthcare professional decided to move the ins. It was further noted that impedance checks were within normal range. The reporter stated the ins was turned on after surgery and the patient was happy and stimulation was working fine with great pain relief.